Event description:
It was reported that during set-up before the case, the tech tried to fully insert the drill into the handpiece to lock it into place but could not after multiple attempts. The sales rep had her disassemble the long attachment from the drill and insert it down that barrel and sure enough, we could not pass it through. The blue barrel may be bent. It seems to constrict closer to the tip. The handpiece was replaced. The device was not being used with a patient during the event.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. It was reported that during set up before a case, the user tried to fully insert the drill into the hand piece to lock it into place but could not after multiple attempts and that the blue barrel may have been bent. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. Visual inspection of the returned handpiece confirmed that the drill guide support was bent. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field.